Event description:
Literature: kongkam p, wagner dl, sherman s, et al. Intrathecal narcotic infusion pumps for intractable pain of chronic pancreatitis: a pilot series. Am j gastroenterol. In 2009; 104(5): 1249-1255. Summary: the aim of this study was to evaluate the efficacy of intrathecal narcotics pump (itnp) as an alternative treatment for pts with pain from chronic pancreatitis (cp). Itnp offers the advantages of reversibility, lower total narcotic dose, and the pancreas remaining intact. Thirteen pts with confirmed cp and refractory pain underwent itnp for attempted pain control from 1999 to 2007. Event: it was reported that the pt experienced a csf leak from catheter insertion, requiring laminectomy (3 weeks after insertion). Additionally, there was transient itching from the hydromorphone. The pump was removed at month 53 because of improvement of pain.

Manufacturer narrative:
See manufacturer report number: 2182207200907658. This report is being submitted following an internal assessment.